Event description:
During post dilatation the physician experienced difficulty retreaving the balloon from the stent. When the balloon catheter was removed the stent was dislodged from the target lesion. The pt went to CABG surgery in stable condition.